Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that fracture and high pacing lead impedance were observed. A chest x-ray revealed the lead was wrapped around the ICD can with an acute bend in the lead and no visible slack. Lead was explanted and replaced with no adverse consequences to the patient.